Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3389s-40, lot# v290361, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that there was a loss of efficacy which was unrelated to stimulation therapy. It wasnoted the patient felt the implants may not be working properly. It was noted the patient felt unsteady and weak after waking up onthe date of this report. The symptoms began on the date of this report. It was noted the patient felt weaker more frequently than before. There were no known accidents or incidents related to this complaint. The patient was at home. Additional information was requested but was not available at the date of this report. See also MFR. Rep. # 3004209178-2013-11103.